Event description:
The customer observed discrepant hemoglobin (hgb) results generated on the cell-dyn emerald for a patient sample. The following data was provided: on (B)(6) 2023 sample ID (B)(6) initial hgb run at labcorp = 7.9 g/dl (reference range 11.1-15.9 g/dl), repeat on emerald = 9.2 g/dl (reference range 12.0-15.5 g/dl) no impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date updated from blank to 6/23/2021 section d10 - concomitant product updated from blank to counting chambers w/o aperture, 8701685903, unknown. The complaint investigation for discrepant red blood cell (rbc) count results generated on the cell-dyn emerald included a review of data and information initially provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The field service representative (fsr) inspected the instrument and replaced the counting chambers w/o aperture part. Replacement of the part resolved the issue. Return testing was not completed as returns were not available. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for the cell-dyn emerald analyzer. A review of tracking and trending of the cell-dyn emerald did not identify any trends associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the cell-dyn emerald for serial 10176, or the counting chambers w/o aperture was identified. Section g1 with corrected/updated information.

Event description:
The customer observed discrepant hemoglobin (hgb) results generated on the cell-dyn emerald for a patient sample. The following data was provided: (B)(6) 2023 sample ID (B)(6) initial hgb run at labcorp = 7.9 g/dl (reference range 11.1-15.9 g/dl), repeat on emerald = 9.2 g/dl (reference range 12.0-15.5 g/dl) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.